Manufacturer narrative:
One 8.5f swartz braided introducer sheath received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported air leak remains unknown.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model g407376) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During an atrial fibrillation procedure, air was aspirated from the sheath. The sheath was inserted into the heart chamber and a septal puncture was performed. After inserting the non-abbott (octaray) catheter into the sheath and mapping, air was aspirated when aspiration was performed. Aspirating air was performed several times, but with no resolution. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. Air contamination into the patient has not been confirmed. The only products inserted directly into the hemostasis valve were the included dilator and the non-abbott (octaray) catheter. No additional venipuncture was performed due to sheath replacement.